Event description:
It was reported that the user awoke with elevated glucose and a suspected infusion set adhesion issue, as the cannula appeared lifted, and a caregiver later performed an infusion set supply change on the ilet system. Investigation of this case revealed that the event resolved after replacing the infusion set, and no additional device malfunction was identified. No symptoms associated with hyperglycemia was reported. Outcomes included glucose reduction to 78 mg/dl after the supply change. It was concluded that hyperglycemia occurred with an unclear cause, potentially related to infusion site integrity, and that user education and infusion set change were effective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.